Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested and the following was obtained: is the lot number of the device available? What were the indications for the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Is the reported issue related to the device physically not being able to be opened or difficulty removing the device from the patient? How may counter-clockwise revolutions of the adjusting knob were used to open the device? What troubleshooting steps were attempted to open and remove the device? What were the specific steps taken to remove the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were any staple formation issues identified? If so, please describe. Was a leak test performed? If so, what was the result? Is the colostomy temporary or permanent? What is the current status of the patient? Response: the surgeon has informed me that he is very busy so he is unable to complete the questions regarding this complaint. I recommend this complaint be closed as we have no item to return, lot information or feedback on the additional information requested from the surgeon.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number of the device available? What were the indications for the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Is the reported issue related to the device physically not being able to be opened or difficulty removing the device from the patient? How may counter-clockwise revolutions of the adjusting knob were used to open the device? What troubleshooting steps were attempted to open and remove the device? What were the specific steps taken to remove the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were any staple formation issues identified? If so, please describe. Was a leak test performed? If so, what was the result? Is the colostomy temporary or permanent? What is the current status of the patient?

Event description:
It was reported that during a reversal of colostomy procedure, after the cdh29a was inserted into the patient and fired, it was observed that the cdh29a would not re-open in order for the device to be removed from the patient. The cdh29a was forcibly removed from the patient causing trauma to the patient. Anastomosis was completed by hand suturing. Patient came for reversal of colostomy but because of stapler malfunction, remained with colostomy bag.